Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. On (B)(6) 2024, it was reported by the patient that infusions set tape not sticking within one day of use. Infusion set was placed in abdomen. No further information was available.